Event description:
The rptr stated that she did back to back blood glucose test, within minutes, using a different finger stick. Her results were 96 and 146 mg/dl. The rptr did not have any symptoms. She said that she had never cleaned her meter. No control solution testing was done due to unavailability of supplies.